Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where air in the hub hemostatic valve disfunction occurred. The hemostatic ventil of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was drawing air that produced large bubbles in the ventil. The physician said the ventil must be broken or not working correctly. The physician removed the air out and there was no harm for the patient. The procedure was completed without any complications. The patient did not exhibit any complications. There was no blood return observed. No damage or separation on the hemostatic valve was observed. The sheath was being used on the patient at the time of the event. There were no consequence for the patient. Device evaluation details: the sheath appears in normal condition. Then, the distal sheath end was closed off with an adapter, and the proximal end was connected to pressure gage and a syringe was connected to the gage. After that, a negative pressure was applied there were no air leak or bubbles. The test was then repeated with positive pressure and no air leaks or bubbles were detected. A device history record (DHR) was performed and no internal actions related to the reported complaint were identified. The customer regarding air sucked out from the side port cannot be confirmed. The sheath passed the test. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where air in the hub hemostatic valve disfunction occurred. The hemostatic ventil of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was drawing air that produced large bubbles in the ventil. The physician said the ventil must be broken or not working correctly. The physician removed the air out and there was no harm for the patient. The procedure was completed without any complications. The patient did not exhibit any complications. There was no blood return observed. No damage or separation on the hemostatic valve was observed. The sheath was being used on the patient at the time of the event. There were no consequence for the patient. Air in the hub is a reportable event. Additionally, hemostatic valve dysfunction is reportable.